Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported ceramic tip is loose during maintenance involving an olympus endoscope sheath. There was no report of patient involvement.